Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect. Device not yet returned for evaluation.

Event description:
It was reported, while patient was at home, after the initiation of the enteral nutrition for a child, the parents noticed humidity under the catheter. Removing the nutrition, they saw that the catheter was detached at the juncture between the "thin and the thick part". No patient injury reported. The child was hospitalized to have the catheter repaired and antibiotics were administered for infection prevention.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Upon receiving corrected information regarding the product catalog number it was identified that this is a duplicate file. Therefore, this file has been voided and the product evaluation is contained in a non reportable (per 21 cfr part 803) file.